Event description:
It was reported that the patient overtreated a hypoglycemic episode with a larger-than-usual snack and subsequently experienced hyperglycemia while using the ilet with a dexcom g7 sensor; the report showed a sharp glucose rise, insulin delivery, and later a site change was guided due to concern for suboptimal insulin delivery. Symptoms included hyperglycemia with a sensor value reaching 400 mg/dl and discordant readings between the cgm and fingerstick. Outcomes included on-call troubleshooting, calibration of the cgm, and education on waiting for a downward trend and performing a full supply change when feasible. Investigation included review of device-reported insulin delivery, assessment of infusion site integrity, and cgm calibration to address accuracy. Investigation of this case revealed user overtreatment of hypoglycemia leading to rebound hyperglycemia, with probable infusion site or absorption issue mitigated by a guided site change and cgm calibration. It was concluded, based on previously established findings for similar reports, that the cause was user-related overtreatment with contributory infusion site performance and sensor calibration needs.